Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 197mg/dl. The caller stated that the insulin pump alarmed, and it was stuck on the prime loop. The drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush motor support disk. Unable to confirm the alarms. The device was received with scratched display window.